Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device booted to a system error.

Event description:
It was reported "fatal error" message displayed and the programmer would not boot up. The service disk was tried multiple times. The programmer was returned for repair. No patient involvement or complications were reported.